Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 23184211, expiration date 03/31/2016). (B)(4).

Event description:
Patient tested 5.7 inr, 4.9 inr, and 6.3 inr on coaguchek xs system 1, and >8.0 inr on coaguchek xs system 2. The patient's coumadin dose was held for one night based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.